Event description:
The user facility reported that a portion of the guidewire coating became detached during a catheterization procedure. Follow-up communication confirmed: the physician attempted to advance the glidewire through a calcification in the patient's common iliac artery; however, the wire was unable to be advanced; upon withdrawal the physician noticed a 5cm portion of the coating had sheared off the distal tip; the initial procedure was aborted and the detached material was left un-retrieved; and the patient was referred to a vascular surgeon for further clinical evaluation.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00021 to provide additional information regarding the results from the evaluation of the returned sample.

Manufacturer narrative:
Results and conclusion - based on evaluation of user facility information and the returned sample; based upon evaluation of undamaged sections of the returned sample the involved device was returned and evaluated by qa at the manufacturing facility. Examination of the device confirmed: the urethane coating had been sheared and separated from the core wire in 4 separate locations; magnified inspection found that the surface was smooth adjacent to the sheared segments; the damage was initiated at the proximal end of each affected segment; and the detached coating material was not returned with the device. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. The cause of the reported event cannot be definitively determined based on the available information. However, the appearance of the returned sample is most consistent with damage to the guidewire coating due to the device coming in contact with a hard, sharp surface, and then continuing withdrawal against resistance. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel"; and "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
(B)(4). The involved device has not been returned for evaluation. Visual inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based on the available information, there is no evidence that the reported issue was related to a device defect or malfunction. The event description is consistent with damage to the guidewire coating due to manipulation against resistance. (The resistance was most likely related to the reported calcification in the common iliac artery.) The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the outer polyurethane coating. Specifically, the IFU states: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).